Event description:
It was reported that the 7700 system had a kv error message and no image during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.